Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a cartridge cracked. There was patient contact but no reported patient harm. The surgery was completed the same day.

Event description:
Additional information was received form the customer stating that the lens was only partially inserted and the cartridge cracked . They had to pull the lens out of incision . Due to risk of possible scratch to that lens, the doctor decided to put new lens in.

Manufacturer narrative:
A used company iii (d) cartridge was returned. An inadequate amount of viscoelastic is observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. The tip has heavy stress. A large crack is observed starting behind the parting line in the thicker nozzle area. This damage becomes a split as it moves into the thinner tip area. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptic are in an acceptable folded position. The optic is tilted pressed against a post of the lens case. Complaint history and product history records were reviewed and documentation indicated the products met release criteria. Qualified associated products were indicated. The reported cartridge damage was observed. The root cause for the damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage to the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).